Event description:
It was reported that a fracture was noted on the right ventricular (rv) lead, which resulted in intermittent loss of rv capture, and the right atrial (ra) lead exhibited oversensing. The physician elected to explant and replace the pacemaker (pm), ra lead, and rv lead. The patient remained stable throughout the procedure.